Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant preparation, the helix would not fully actuated with appropriate rotation. The physician tested again and the result was the same. The lead was replaced without adverse consequences to the patient.